Event description:
Information was received from a consumer who was implanted with a neurostimulator for non-malignant pain and failed back surgery pain. It was reported that the patient had turned their device off for mris he had for a hip replacement. The patient wanted to turn the device back on but said they had tried two to three times to get it activated but were unsuccessful. The patient stated that they had three stimulators replaced due to normal battery depletion. The patient was directed to follow up with their primary healthcare professional. No patient symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer. It was reported that there was an alleged overdischarge. The manufacturer representative met with the patient on (B)(6) 2017 to pull the implantable neurostimulator out of overdischarge. The patient programmer was displaying an informational power on reset message on (B)(6) 2017. The patient was not able to clear the power on reset on his own. The manufacturer representative was working with the patient to clear the message. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.